Event description:
Customer's wife states that the customer had a hypoglycemic event, and she attempted to test the customer but obtained an error message on the meter. Customer was sweating in bed and had glassy eyes at the time of the event. Customer's wife treated with customer with food and juice, and he felt better. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.